Manufacturer narrative:
The customer was contacted by biosense webster field service engineer. The hospital staff stated that the problem was not caused by bwi equipment, therefore, no service was required. Device analysis is still being progress. A supplemental report on device evaluation will be submitted once it is completed.

Event description:
It was reported that during an a-fib ablation procedure, it was noted that the patient's o2 saturation had dropped to 78% and the patient looked pale. The physician was notified and the ablation was terminated. An echocardiograph was performed. The patient had a pericardial effusion and a pericardiocentesis was performed. The physician was ablating at a low wattage of 15 watts. The patient had complained of pain during the entire procedure, but complained more after the transseptal had been performed. Anesthesia was performed for insertion of an airway device following the pericardiocentesis. The patient's blood pressure returned to normal. The patient's condition was stable, but was admitted for overnight observation.